Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the venous outflow. Approximately 6 months post procedure, a revascularization of the target limb was performed.